Manufacturer narrative:
(B)((4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined that the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the left anterior descending (lad), due to the acute angle of the vessel, the 2.0 x 8 mm mini-vision stent became dislodged from the balloon and remained on the guide wire. A 1.5 x 8 mm balloon was used to retrieve and remove the stent from the anatomy. The procedure was completed using balloon angioplasty. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.